Manufacturer narrative:
It is unable to adjust ppat ptentiometer on servo module. Servo module needs to be replaced.

Event description:
Hamilton medical ag received the following event description : ppat unstable failure was found during routine maintenance.

Manufacturer narrative:
It is unable to adjust ppat ptentiometer on servo module. Servo module needs to be replaced. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Ppat (proximal pressure at the patient) was unstable during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective servo module (inspiration valve). After replacing the servo module (inspiration valve), the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following event description: ppat unstable. Failure was found during routine maintenance.